Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's husband contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to her feeling/normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient's husband alleged that the issue began on either (B)(6) 2011 (at 9:30pm). On an unspecified date the patient reportedly obtained a blood glucose result of over "500mg/dl" with the subject meter. According to the csr's documentation, the patient manages her diabetes with insulin (self adjuster). In response to the alleged issue, the patient reportedly administered either 44 or 48 units of novolog five minutes later and subsequently, developed symptoms of sweating and shaking approximately five hours later. Immediately after the onset of her reported symptoms, the patient was administered food and/or drink as treatment by a health care professional. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient's husband claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.